Event description:
It was reported that sec set 20dp 30in w/hanger ll flowed back into the primary bag. The following information was provided by the initial reporter: material no: 72213n, batch no (lot no): 20035671. It was reported the IV practically free flowed back into the primary bag. A secondary (magnesium) and the IV practically free flowed back into the primary bag. Was not the initial time the tubing was used.

Manufacturer narrative:
The customer reported the IV practically free flowed back into the primary bag. The customer also sent a primary set sample used in the reported issue (reference MDR# 9616066-2020-02249). Received was a used secondary set model 72213n, lot 20035671. The as-received sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damage or issue was observed. Functional testing was performed by repriming the secondary set sample from an attached lab infusion bag filled with blue dyed fluid. The primary set sample was reprimed from an attached lab infusion bag filled with clear fluid before applying the set's roller clamp. The secondary set's male luer was then attached to the primary set's top smartsite port and the sets were hung in a secondary infusion configuration. The primary set's roller clamp was slowly opened until fluid drops were observed only within the secondary set's drip chamber. It was observed that the blue dye fluid slowly travelled up the tubing directly below the primary set's check valve component. The setup was left and approximately half an hour later, it was observed that the tubing directly below the check valve was filled with blue dye fluid and there was blue dye fluid within the bottom of the check valve indicating a faulty check valve. No blue dye fluid was observed past the top of the check valve. There were no issues observed with the secondary set sample. The device history record for set model 72213n, lot 20035671 shows the set was manufactured on 09mar2020 with a total of (B)(4) built. There were no quality notifications issued during the production build of this set. The customer¿s report that the IV tubing set backflowed was not applicable to the received secondary set sample even though testing was performed. There was no issue observed with the secondary set sample. The issue was observed to be with the primary set sample and further action for the primary set is documented under the appropriate file. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set 20dp 30in w/hanger ll flowed back into the primary bag. The following information was provided by the initial reporter: material no: (B)(4), batch no (lot no): 20035671. It was reported the IV practically free flowed back into the primary bag. A secondary (magnesium) and the IV practically free flowed back into the primary bag. Was not the initial time the tubing was used.